Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed with a blood leak after treatment had just begun. The pt's blood was not returned to them; estimated blood loss in 400cc's. No defects were visible on the dialyzer. Pt's vital signs were normal and the pt continues with regular dialysis treatments. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.